Manufacturer narrative:
Hematoma/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 61-year-old male patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient developed an access site hematoma. There were also frequent impella in aorta alarms overnight. An echocardiogram was done, which confirmed the device position in the aorta. The following day after insertion, the impella was successfully weaned at bedside. The hematoma was noted to resolve in size and progressively softer. There was no drop in hemoglobin or transfusions required. Pulses were present on the extremity. The post-procedure outcome is survived at explant. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.